Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). It was noted that the device longevity had decreased from 1.5 years to 5 months within six months. Technical services (ts) confirmed through data analysis that the device consumption had been increasing and recommended the device be replaced. The device was explanted and replaced. No additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). It was noted that the device longevity had decreased from 1.5 years to 5 months within six months. Technical services (ts) confirmed through data analysis that the device consumption had been increasing and recommended the device be replaced. The device was explanted and replaced. No additional adverse patient effects have been reported.